Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw fractured in the implant. The implant had to be removed. Tooth location 4.

Manufacturer narrative:
An unk lb abutment screw was not returned. Since product has not been returned, visual/functional evaluation could not be performed. However, a nanotite tm certain® implant 4 x 10mm (nioss410) was returned for investigation. The investigation has been performed based on the available information. Visual evaluation of the as returned product identified foreign material and damage possibly from the removal process as it was trephined out. Cover screw attached and could not be removed. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth #4 and was used for approximately 8 years 8 months. Pictures or x-ray images were not provided. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review and complaint history review could not be performed, as the lot number associated with the reported lb abutment screw is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (unk lb abutment screw) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A complaint history review by item number was conducted for the (unk lb abutment screw) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.